Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure using hemopro 2, wires from the jaws of the hemopro 2 cutting device became dislodged when inserting it into the cannula. The damage was seen before it was used on the patient. The procedure was completed using a new hemopro 2 device. There was no effect on the patient.

Manufacturer narrative:
Trackwise # (B)(4). Corrected section: weight correction.

Event description:
N/a

Manufacturer narrative:
Updated section: d-10, g-4, g-7, h-2, h-10, h-11. Corrected section: h-3 device not eval provide code: from "other" to "device evaluation anticipated, but not yet begun." Trackwise ID # (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Manufacturer narrative:
Trackwise (B)(4). Corrected section: d4- exp. Date corrected, g4- manufacture date corrected. Analysis of production: (3331/213/67) the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the manufacturing process and the reported failure mode. Historical data analysis :(4109/213/67)the review of the historical data indicates that no other similar complaints was reported for the same lot number and reported failure mode. Trend analysis: (4110/213/67) the overall 24 month product complaint trend data for the period dec 2019 to nov 2021 was reviewed. There were no triggers identified for the review period. Communication/interviews: (4111/213/67) communication/interviews were performed to obtain all possible information. Testing of actual/suspected device : (10 /13 & 22) . The device was returned to the factory for evaluation on 02/04/2022. An investigation was conducted on 02/10/2022. A visual inspection was conducted. Signs of clinical use and slight evidence of blood was observed on the harvesting handle. The heater wire was observed to be flexed and bent away from the hot jaw from the center to the tip of the hot jaw with detachment at the tip of the hot jaw. The clear silicone insulation on both the cold and hot jaws was observed to be intact, no visual defects were observed. No electrical testing was conducted due to the damage of the heater wire. Based on the returned condition of the device, the reported failure "material twisted/ bent wire" was confirmed.

Manufacturer narrative:
Trackwise ID # (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure using hemopro 2, wires from the jaws of the hemopro 2 cutting device became dislodged when inserting it into the cannula. The damage was seen before it was used on the patient.